Manufacturer narrative:
The submitted electronic device log file was analysed by the manufacturer. According to the log the ventilator detected a wrong motor position during the case in question. The apollo reacted as specified for the detected wrong motor position with an autonomous shutdown of the ventilator and alarmed audibly and visibly for "ventilator fail". Autonomously the ventilation mode was changed to man/spont. Manual ventilation is possible and monitoring function remains unaffected. A power-on self-test was successfully completed in the morning before the case in question was started at 1:01pm. As during this test no problems were observable with regard to the piston referencing, a motor failure or a problem with the pcb power is unlikely. Therefore it is assumed that a device failure was not the root cause for the reported symptom. Most likely dirt particles either on the encoder wheel or inside the light barrier were disturbing the correct detection of the motor position. A draeger technician tested the machine on site and reported that all tests passed. The device was returned to use with no further problems reported.

Event description:
See initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual mode ventilation and there was no patient injury reported.